Manufacturer narrative:
Use of device against IFU included due to use of oversized device. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the endurant bifurcate was deployed via the right side using the "reverse slider (crush) technique". A 32mm endurant bifurcate was chosen, although it was oversized. The stent graft was unable to be positioned straight from right below the renal artery through the curved aortic vessel. Another manufacturer's stent graft (excluder) was used for the left side to land on the common iliac artery (cia), and as the length of the ipsilateral side for treatment was quite long, another non-medtronic limb (excluder) was deployed also. It was noted that a type ia was present. Due to the risk of oversize no touch up was performed proximally but was performed at the junction and distally. As the type ia endoleak remained, the proximal site was then touched up using a balloon but the type ia was still observed. An non- medtronic cuff (excluder) was then inserted but after touch up and angiogram, a delayed type ia still remained. As no further treatment was available at that time the procedure was completed. It was noted that prior to the procedure the physician had explained to the patient about the high possibility of a type ia due to a possibly aneurysmal reverse taper aortic neck. As per the physician, the cause of the event was related to the anatomy of the patient and use of an oversized device. No additional clinical sequelae were reported and the patient is fine.